Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was returned for power error alarm 25. The power management tool confirmed unit alarmed low batt then pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the electrical component. Unit was monitored and functioned properly. No unexpected restart noted during testing. Unit had minor scratched display window, fading serial number label, pillowing keypad overlay, scratched keypad overlay, cracked keypad overlay at the select button, a scratched case, a detached retainer ring and a missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a pump error 25. Customer's blood glucose was 6.9 mmol/l. Insulin pump would be replaced.